Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the wrist were undamaged. Failure analysis investigation also found the following additional damages to the instrument: one grip was bent, causing side-to-side misalignment of the grips. There was a .028 offset at the tips. The bent grip did not exhibit separation of the yaw pulley and pulley cover at the glue joint, however the likely cause of the bending remains overloading at the tip. The evidence was inconclusive, but the bent damage was likely due to mishandling/misuse. The distal end of the main tube had various scratch marks with light material removal. The scratches were .023 - .487 in length and not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the broken cable and/or the tube abrasions with material removed, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the pk dissecting forceps instrument wires were broken at the jaw of the instrument during a da vinci myomectomy procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.